Event description:
It was reported to philips that system failed to emit x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the diagnostic procedure was aborted and completed as using another system. A philips field service engineer (fse) inspected the system onsite and analysed the system log file. The analysis indicated fd (flat detector) controller start up fail and fd overall fail post. Upon further analysis, the flat detector was found to be faulty. The cause of the flat detector failure could not be conclusively determined by the supplier's part analysis, however the replacement of the flat detector by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.